Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose rose to 22.5 mmol/l (405 mg/dl). The pink slide did not move forward; indicating the needle did not deploy. The pod was worn for between 4 and 24 hours. As treatment, a correction was delivered and a new pod was applied.